Event description:
Patient initially received bilateral medial tgs uka's. At four week follow-up, patient radiographic assessment showed no issues. At 6 week post-op interval, tibial collapse occurred on patient's left knee. Radiographic assessment indicated tibial bone fracture. Revision procedure was performed to convert to primary tka for left knee only.

Manufacturer narrative:
Surgeon indicates that implant(s) were intact at time of revision. No corrective action is indicated. MFR considers this investigation closed.